Manufacturer narrative:
Analysis of the device did not identify any malfunctions. The device was received in normal working condition. Sensitivity tests were performed at various settings and the device was able to sense appropriately in the laboratory setting. The header feedthrough pins showed no foreign material or contamination. Electrical, mechanical and environmental stress tests performed noted normal device functionality. The cause of the field event could not be determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, oversensing was observed on the device. A different device was implanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences.